Event description:
The tubing leaks at the filter on the distal side from the spike. The tubing attached to the filter is fine. The leakage is not due to condensation. The leakage is somewhere in the body of the filter itself.